Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, self test and displacement accuracy test. A water filled reservoir was used during testing. Device was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history. Device was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they went to the emergency room on (B)(6) 2020 at 8:00 pm due to a blood glucose level of 443 mg/dl. Customer experienced symptoms such as nausea, vomiting and diabetic ketoacidosis. The customer was given insulin through intravenous therapy at the hospital. Troubleshooting was provided for the high blood glucose. The customer reported that the sensor reading was off by 100 points prior to emergency room visit. The insulin pump will not return for analysis. It was not stated if the auto mode feature in use.